Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. The issue involves a small leak at the junction of an aortic cannula and the connector. The leak may be identified as bypass is initiated and the cannula may need to be replaced resulting in a minor delay in the procedure. Minor blood leakage may not cause a serious injury in the patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded at site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an ezc21ta aortic cannula leaked at one of the junctions after going on pulmonary bypass. Reportedly, the device was primed and the cannula fixed during the removal of the introducer in accordance with the instructions for use (IFU). The blood loss was only observed after weaning from cpb, and the quantity was not measured. As reported, the surgery went well without complications. The patient did not need any additional transfusion of blood products. No damage was observed in the packaging of the device.